Manufacturer narrative:
The reported complaint of false pause episodes was confirmed. These false episodes were due to extremely small r wave amplitude sensed by the device. No device malfunction was found.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed false pause episodes due under-sensing on the patient's implantable cardiac monitor (icm). Programming changes were recommended. The clinic will continue to monitor the patient. No patient symptoms or intervention was reported.